Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). A medical intervention was needed as an electrical cardioversion shock was given to the patient. The device remains in service. No additional adverse patient effects were reported.